Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. Following rotablation, a guide catheter was used, and pre-dilatation was performed several times with a balloon catheter leaving 50% residual stenosis. A 2.50 x 32 synergy drug-eluting stent (des) was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent struts were lifted. The procedure was completed with a 2.50 x 24 synergy des. No patient complications were reported.